Event description:
Related manufacturer reference number: 2017865-2022-01428. Related manufacturer reference number: 2017865-2022-01429. It was reported that the patient presented in clinic. The right atrial (ra) lead showed low pacing impedance. Pocket infection was noted around the pacemaker (pm). The ra lead, the right ventricular (rv) lead, and pm were all explanted. The patient was stable.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.

Event description:
New information notes device will not be returned for analysis.

Manufacturer narrative:
A pacemaker was returned with a complaint of infection. As received, a complete lead was returned in one piece. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.